Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall power adapter. A new charging cable and wall adapter were sent to the customer. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.